Manufacturer narrative:
Device available for evaluation: yes . Returned to manufacturer on: 1/24/2019. Device returned to manufacturer: yes. Device evaluation: the preloaded delivery system, model pcb00, was returned at the manufacturing site for evaluation. Visual inspection using magnification showed that the plunger and pushrod were in advanced position. Residue of viscoelastic material was observed on the cartridge. The cartridge tip was observed deformed. The lens was observed stuck at the cartridge tip section. One of the haptics was also observed exposed at the tip section. The condition of the returned sample was consistent with a product that was handled and prepared for a surgical process. The customer''s reported complaint was verified. However, as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Pt info unknown/ not provided. Implant and explant dates: if implanted or explanted; give date: n/a (not applicable). There is no indication the intraocular lens was implanted. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that model pcb00 tecnis itec preloaded iol (intraocular lens) was stuck during injection, and injection/cartridge tip started to crack. No medical event reported. No additional information provided.

Manufacturer narrative:
The product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. The manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.